Manufacturer narrative:
The glucose reagent lot number was 80971001, with an expiration date of 30-sep-2025. Calibration data was acceptable. The customer stated that controls were acceptable prior to the event and recovered outside of range low after the event. The sample centrifugation time may have been shorter and the speed may have been faster than recommended by the tube manufacturer. Upon review of alarm trace data, an abnormal aspiration alarm was observed. This is an indicator of possible poor sample quality. The field service engineer performed probe adjustments at the wash station. Mechanism checks and precision studies were performed; all results were within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen. 3 on a cobas c 503 analytical unit. The sample initially resulted in a glucose value of 40 mg/dl. The sample was repeated either on the same analyzer or a second analyzer, resulting in a glucose value of approximately 80-90 mg/dl. A specific value could not be provided and the analyzer used to repeat the sample could not be confirmed.